Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. After pre-dilation with a 2x12mm non-compliant (nc) balloon, the 4x15mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted. Then post-dilatation with a 4x12mm nc balloon was performed, when a distal edge dissection was noted. Therefore, a 3.5x16mm non-abbott stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.